Event description:
It was reported that this spinal cord stimulation (scs) patient underwent a revision procedure attributed to the implantable pulse generator (ipg) old device age, as a result, patient has been without therapy for over a year prior to the procedure. The device was replaced. The patient was stable post operation. In accordance with facility guidelines, the device was discarded and will not return for analysis.

Manufacturer narrative:
Block b3: approximated based on gfe response, it was about a year before the procedure.